Event description:
It was reported that pump displayed malfunction alarm code malf 0 with fault ID 0x277d and there were no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction code did not recur after reset, and was advised to continue using pump and to call back if any malfunction code occurred again.